Event description:
The pt was revised because of infection.

Manufacturer narrative:
The investigation was limited to the info provided, as the lot number required to review the device history records was not provided. The date of the primary surgery is unk. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.